Manufacturer narrative:
H6: investigation summary: the customer returned one used sample and also a photo of the failure. There appears to be a mix-up where the returned sample and reported/photo sample do not match. The difference can be clearly seen in the color of the tubing, we have infusion sets made with the blue tubing (returned) and other sets with clear tubing (photo). The photo sample was clearly separated at the outlet of the luer. The returned sample was primed and did not appear to have any problems. The photo shows a separation, and this verifies the complaint. A device history record review could not be performed on model 11532269 because a valid lot number was not provided by the customer. The root cause is unknown without being able to recreate the failure in the returned sample. H3 other text : see h10.

Event description:
It was reported that 1 bd smart site¿ infusion set had component separation. The following information was provided by the initial reporter : it was reported by customer that when disconnected it was noted that the IV tubing connector had completely fallen off and fluids were leaking onto the chair and floor. The IV and extender piece were all intact and functioning normally.

Event description:
It was reported that 1 bd smart site¿ infusion set had component separation. The following information was provided by the initial reporter : it was reported by customer that when disconnected it was noted that the IV tubing connector had completely fallen off and fluids were leaking onto the chair and floor. The IV and extender piece were all intact and functioning normally.

Manufacturer narrative:
Correction: the manufacturing plant information was entered incorrectly. The following fields have been updated: d.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. G.2. Manufacturing location: sistemas medicos alaris, s.a. De c.v.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd smart site¿ infusion set had component separation. The following information was provided by the initial reporter: it was reported by customer that when disconnected it was noted that the IV tubing connector had completely fallen off and fluids were leaking onto the chair and floor. The IV and extender piece were all intact and functioning normally.